Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm correlating to the black power cable was confirmed via the log file and via the system controller¿s functional analysis. The log file captured an atypical power cable disconnect alarm starting on 23nov2025 correlating to the relative state of charge (rsoc) black cable, and the alarm intermittently activated until the controller was exchanged at 18:13:57. The pump operated as intended throughout the reviewed data. The returned system controller (serial number (B)(6)) was returned in unremarkable physical condition. The system controller was functionally tested, and a power cable disconnect alarm correlating to the black cable was reproduced. Three of the black cable¿s inner wires including the brown (rsoc), blue (motor current out), and orange (unused) wirings were observed to be severed from the end of the connector. The observed damage would cause the connect power alarm to occur. The root cause of the reported event was determined to be damage to the black power cable that resulted in the wires becoming fractured from the connector; however, the root cause of the damage was unable to be conclusively determined. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 left ventricular assist system (lvas) instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with multiple inappropriate cable disconnect alarms on (B)(6) 2025. The patient had significant bends in both the white and black cables. The site believed the way to patient wore the equipment may have contributed to these issues. A system controller exchange was performed, and patient had no alarms overnight. The log files were submitted for analysis. The event log file captured abnormal power cable disconnect on the black power cable on (B)(6) 2025 from 16:27 to 17:41. This indicated that the black power cable may have had a poor connection between the battery and the battery clip or that the battery was at a yellow advisory level. There were no other notable alarm conditions or parameter changes seen in the log files. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.